Manufacturer narrative:
The technician found both front caster wheel locks were not holding but the rear casters were. He adjusted the front brake casters to repair the stretcher.

Event description:
Info received indicates the brake is not working.